Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the angle wire broken. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, we confirmed that the light guide cable cut, the up pulley wire snapped/cut , and the right pulley wire snapped/cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, we have received the following information. So we can not deny the possibility of the angle stuck. Therefore, based on the technical report ""hr-rpt-0587(angle)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.